Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14a02073 and h14a18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. The patient was still in the hospital and recovering from the peritonitis. The patient was being treated with unknown antibiotics. On an unreported date, dianeal therapies were discontinued. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2014 for the peritonitis. A batch review will be performed for the potentially associated lot numbers h14a02073 and h14a18046. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.